Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe had foreign matter in the fluid pathway, prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: "from the gynecological station I have a contaminated 10ml syringe. The product would be picked up from me. Kind regards.¿

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample and photo for catalog 309110 lot 1910156 to investigate for this record. Visual examination of the sample shows a black particle in the blister was found. As a result, bd was able to verify the reported issue. Bd has determined that the foreign matter of the non-conformance consists of an amount of agglomerate dust particles. The dust in this case came from the hopper or the bench of the primary packaging machine, the rest of the machine is well covered avoiding the possibility of the issue. Bd considers that because of a punctual failure in the cleaning procedures by the operator, the presence of this particulates in the one of these areas of the machine was not correctly avoided during manufacturing. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe had foreign matter in the fluid pathway, prior to use. The following information was provided by the initial reporter, translated from german to english. Verbatim: "from the gynecological station I have a contaminated 10ml syringe. The product would be picked up from me. Kind regards.¿